Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebz1200 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported presence of rupture after fixation flap. No other information was provide.